Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted leadless pacemaker was found in MRI mode. No MRI was actually performed. The device was restored successfully. There were no patient consequences.